Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, noise episodes were noted on the right ventricular and atrial channels. Lead provocative testing reproduced the noise episodes in real time. Lead replacement is anticipated, but the date is unknown. The patient was stable with no consequences. Related manufacturer report number: 2017865-2017-08526.